Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
B1/b2 adverse event and required intervention were added. D1 brand name was revised. D4 serial and primary UDI number were revised. D9 device was returned and date received was added. E1 initial reporter phone was added as it was omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
On (B)(6) 2025, a 73-year-old female experienced a cardiac arrest at home, and cardiopulmonary resuscitation was initiated by her husband. Return of spontaneous circulation was achieved in the emergency department. The patient was transported to the cardiac catheterization laboratory while endotracheally intubated and sedated and was receiving continuous infusions of norepinephrine, epinephrine, and amiodarone. The patient was found to have an ejection fraction of approximately twenty percent and underwent placement of one stent to the left anterior descending coronary artery. An impella cp device was placed following percutaneous coronary intervention for acute myocardial infarction and cardiogenic shock. While in the intensive care unit, during routine nursing care, the impella cp device was noted to have migrated into the aorta. The physician was unable to reposition the catheter at the bedside. The patient was subsequently transported to the cardiac catheterization laboratory, where a new impella cp device was placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.